Manufacturer narrative:
The actual device used during the incident was not available for evaluation, therefore, we were unable to confirm the root cause for the issue reported. However, a review of the device history record for the lot number reported for this incident lot number j18112043s, no exception was recorded that could lead to the reported incident. A review of current manufactured product as well as review of recent device history records were evaluated, and no similar issues were identified. No sharp edges were found during this review. At this time, we are unable to confirm the root cause for this reported incident, but we will continue monitoring customer complaints for trends, which may require further investigation. Based on a review of our complaint records for the past 12 months this appears to be an isolated incident for this product and failure mode.

Event description:
Based on information received by the customer, reportedly the yankauer was used for oropharyngeal suctioning of the patient on (B)(6) 2020 which allegedly led to a pharyngeal graze/laceration. The patient was reviewed prior to discharge and reportedly the treatment advised was oral analgesia and local anesthetic throat lozenges. Reportedly the patient presented to their facility with throat pain and on examination the patient was noted to have neck swelling. The patient was referred to the (B)(6). Reportedly on presentation a pharyngeal laceration with airway swelling was observed. The cat scan confirmed a pharyngeal perforation with gas and oedema to the neck and nasopharyngeal area. Reportedly the patient was intubated due to increasing restrictive airway from the swelling. They were transferred to the operating room and underwent repair of the perforated laryngeal area.